Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to loosening of the tibial tray component at the cement to implant interface and bone to implant interface. Patient did not experience complications during healing process. Patient started to complain of right knee pain and effusion approximately four months ago. No infection found. X-rays showed the posterior tibial bone under the tray had collapsed. The tray appeared loose and the knee was revised to a sigma tc3 rp. Doi: (B)(6) 2017. Dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned. All available x-rays were reviewed, allegation was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.